Event description:
A tunneled central venous catheter was being placed for therapeutic purposes in 2005. During insertion, the peel away sheath did not peel correctly and one of the arms of the t-bar broke. Attempts to get additional information have been unsuccessful so far.